Event description:
New information received notes that the lead had dislodged prior to perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the emergency room with dyspnea and intermittent sharp chest pain. Echo was performed and perforation was suspected. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine after a new lead was placed.